Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including fast tests, bench handling, patient/ circuit impedance testing, and shock testing without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned for evaluation. Instead, the data file logs were provided. The customer's report was observed during review of the device data logs. However, without receipt of the device root cause analysis could not be performed. Zoll recommended to the customer that the device be returned for evaluation. Analysis of reports of this type has not identified an increase in trend.